Event description:
It was reported that during debridement utilizing a versajet hand-piece, the orange cartridge was unable to be inserted into the user interface of the console. Another hand-piece was opened to complete the surgery. There was no delay. No patient harm. The device will be returned for evaluation.

Manufacturer narrative:
On this occasion it has not been possible to provide an evaluation of the versajet handset, used in treatment. Following decontamination, the device has unfortunately been lost in transit by our couriers. Due to this it has not been possible to establish a relationship between the device and the failure described. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. Complaint history for the reported failure has been reviewed and shown that this is the only failure reported from within that batch. At this time no further action is deemed necessary in relation to the failure mode reported in this complaint. The investigation has now been completed with the result recorded as insufficient evidence to determine a root cause, due to the sample being lost in transit. Factors that can cause or contribute to this type of failure can be contamination at the interlock, on the device. A buildup of saline on the interlock can oxidize creating particulate contamination. If not removed, these particles can cause issues with interlocking. The instruction for use details instructions on the cleaning and maintenance, which highlights the preferred method to clean the interlock. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.